Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A customer reported, pain level of 5. The customer states, "it's fine. Cause I use that file, but the aligners cut bad into my gums on both sides. And are causing cold sores. And it also, cuts deep into the back sides of my tongue".

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.